Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. During log file analysis, technical services noted a no external power/low power hazard events. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. No additional information was provided.

Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via the submitted log file. A review of the log files spanned approximately 11 days (03may19 ¿ 13may19 per time stamp). On (B)(6) 2019 at 08:51 and 10:16 while connected to the mpu, both white and black lead rsoc voltage levels began diminishing to ~1.9v causing the no external power alarm to activate. Each time the alarm was only active for a few seconds and cleared on their own. The backup battery supported the pump during the couple of seconds there was loss of power. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. . A root cause for the reported event was not conclusively determined or correlated with the mpu through this analysis. No further information was provided. The manufacturer is closing the file on this event.